Event description:
The insulin pump was received with a blank display due to corroded battery cap contacts. The device had stripped battery cap at coin slot area, minor scratches on the lcd window, and cracked reservoir tube lips.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contacts. The device had stripped battery cap at coin slot area, minor scratches on the lcd window, and cracked reservoir tube lips.